Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer experienced high blood glucose and a bent cannula. The customer stated she messed up two infusion sets; one was bent when she noticed the high blood glucose. The customer's blood glucose ranged from 400mg/dl-500mg/dl; treated with pump and manual injection. The customer believed the insulin was not going in. Customer declined high blood glucose troubleshooting.